Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber boots came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw (B)(4). Autonumber : # cs-cpl-(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy charred tissue and blood was observed on the jaws. The silicone insulation on the cold jaw was completely torn off from the tip. The missing silicone insulation was not returned back for investigation. The heater wire was observed to be flexed away from the hot jaw and remained attached. The heater wire remained attached at the tip and at the base of the hot jaw. Specks of blood were observed on the harvesting tool handle. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ and analyzed failure mode ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber boots came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.